Manufacturer narrative:
The e601 module serial number was (B)(6). The customer observed that the incubator cover for the instrument was not in place correctly. The customer corrected the placement of the incubator cover on (B)(6) 2025 and has not had any further issues. The investigation is ongoing.

Event description:
The initial reporter complained of questionable results for elecsys hbsag ii (hbsag ii) on a cobas 6000 e601 module. The customer alleged "discrepant results" for hbsag ii. It is not known if these results were from one patient sample or multiple patient samples. The specific results were requested but not provided.

Manufacturer narrative:
Section d4, lot number, and expiration date were updated. It was clarified that the results were discrepant during repeat testing. The initial results were questionable positive, and upon repeat testing were negative. The negative results were believed to be correct. Calibration and qc were acceptable. Sample alarms (abnormal sample probe movement and abnormal sample aspiration) were observed on the alarm trace data. The investigation determined the event was due to the incorrectly placed incubator cover at the customer site. The investigation did not identify a product problem.